Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient experienced infection, diabetic ketoacidosis and high blood glucose level reported to be 30 mmol/l at the time of incident. Subsequently, the patient was hospitalized where the infusion set was removed and cannula was found to be bent at the infusion site. The patient stayed in the hospital for five days. Reportedly, patient's blood glucose level at the time of this report was 8.8 mmol/l and patient's weight was (B)(6). Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.